Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: g1-1: the manufacturer location was unknown in the initial report. The location has been updated to oberdorf. The contact office name/address has been updated accordingly to reflect the manufacturing facility.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that it failed visual inspection because the color of the housing was faded. It was determined that the device did not run, the color of the housing was faded, and the torque of the safety clutch was too low while testing. It was determined that the bush was further out than it should be and a gap between the housing and bush was visible. Upon disassembling the device, it was found that the driving shaft had grinded of, the bevel wheel bush had a tooth broken off, and the glass bearing was broken. The findings of the turned-out bush and the absence of the broken glass bearing piece within the device lead to the conclusion that the device was opened and reassembled by an unknown third party. It was further determined that the device failed pretest for general condition, check general function in running mode and check function of safety clutch. It was determined that the most probable cause for the found defect was due to an unauthorized repair by a third party. Therefore, the reported conditions of the device being frozen/would not move and experiencing unintended/unexpected disengagement were confirmed. The assignable root causes were determined to be traced to failure to follow instructions, user error/ misuse and component failure from normal wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d4,h4: serial number and device manufacture date: the device serial number was not provided by the reporter in the initial report. Therefore, the serial number and manufacture date was documented as unknown. The serial number has been identified as (B)(6). The device manufacture date has been updated to jun 9, 2015. D4: the UDI has been updated accordingly. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d10: concomitant med products and therapy dates: drill bit device, battery handpiece/modular device, (B)(6), 2023. D4: UDI, h4: the device manufacture date is currently unavailable. Therefore, the UDI is incomplete. G1-1: the manufacturing site name is currently not available. E1: the reporter¿s phone number and name were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from japan that during an open reduction internal fixation (orif) of the distal femoral fracture surgery, it was discovered that the torque was controlled, and it stopped while drilling with the radiolucent drive device in the proximal screw hole. It was reported that the device was used in conjunction with the battery handpiece device. It was further reported that repeated forward and reverse rotation did not improve the situation. It was reported that after extracting it from inside the bone and examining its rotation, the radiolucent drive rotated the base, and the drill bit device flew vigorously. There was thirty-minute delay to the surgical procedure. The surgery was completed successfully. It was not reported if a spare device was available for use. It was reported that the surgery was completed without using the radiolucent drive because the movement did not improve. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.